Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for product analysis. A visual and tactile examination identified no kinks or damages. No kinks or damages. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was refolded. A microscopic examination of the tip section found no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks noted. A vacuum was pulled, and the balloon deflated without any issue. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon has a hole. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no negative pressure was applied during set up outside patient. However, there was a hole in the balloon before it was used. The procedure was completed with a different device (non-bsc) and there was no patient injury reported.

Event description:
It was reported that the balloon has a hole. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no negative pressure was applied during set up outside patient. However, there was a hole in the balloon before it was used. The procedure was completed with a different device (non-bsc) and there was no patient injury reported.